Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The line reportedly occluded and would not do anything during patient use with cisplatin. The customer was also unable to back prime. They ended up replacing the whole primary line because the clear gel bit was pushed in. There were no adverse operator consequences, no med/surg intervention was required. Although there was no patient harm, there was an unspecified delay in therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review was conducted, and there were no non-conformances found that would have contributed to the reported complaint.